Event description:
Same case as MFR report #: 2134265-2012-06153. It was reported that during a percutaneous intervention procedure (pci), a catheter become stuck on the guide wire. Vascular access was obtained via the contralateral side .the target lesion was located in the moderately calcified and mildly tortuous superficial femoral artery (sfa). An amplatz guide wire was inserted into the patient. The 7.0mm x 60mm mustang balloon catheter was then selected and advanced over the guide wire to the lesion. During withdrawal the balloon catheter and guide wire became stuck together. The catheter and the guide wire were removed from the patient together. The procedure was completed with another balloon catheter and another guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).